Event description:
It was reported that this right ventricular (rv) lead impedance measurements so its lead safety switch (lss) was activated, with the impedance measurements still continuing to rise and once again reaching out of range impedance measurements on unipolar configuration. This rv lead remains in service. No adverse patient effects were reported.